Manufacturer narrative:
A supplemental report is being submitted to include the therapy date for the concomitant product 1104 vad and company rep as a report source. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination. Functional testing revealed that the no power alarm only sounded briefly and that the controller exhibited a controller fault alarm, indicative of an internal battery fault, during testing. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery that powers the no power alarm was swollen and supplemental testing revealed that the battery was faulty. After the faulty internal battery was replaced, the controller performed as intended. Log file analysis revealed that a controller fault alarm was logged on (B)(6) 2020 at 14:58:39, indicating an internal battery fault. Additionally, a vad disconnect alarm was logged on (B)(6) 2020 at 15:16:27, indicating a physical disconnection of the driveline from the controller. The last data point recorded while the controller was connected to the pump was on (B)(6) 2020 at 15:14:17. As a result, the reported alarm event was confirmed. The most likely root cause of the controller fault alarm event can be attributed to a faulty internal nimh battery. CAPA: pr00492825 was initiated to investigate this issue. The most likely root cause of the observed vad disconnect alarm can be attributed to troubleshooting and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controller exhibited the unspecified alarm twice.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information received included return information. Describe event or problem was updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information has been requested regarding the details and patient information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unspecified alarm and was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination. Functional testing revealed that the no power alarm only sounded briefly and that the controller exhibited a controller fault alarm, indicative of an internal battery fault, during testing. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery that powers the no power alarm was swollen and supplemental testing revealed that the battery was faulty. After the faulty internal battery was replaced, the controller performed as intended. Log file analysis revealed that a controller fault alarm was logged on (B)(6) 2020 at 14:58:39, indicating an internal battery fault. Also, a vad disconnect alarm was logged on (B)(6) 2020 at 15:16:27, indicating a physical disconnection of the driveline from the controller. The last data point recorded while the controller was connected to the pump was on (B)(6) 2020 at 15:14:17. Additionally, log files revealed that the controller was in use for more than two (2) years. As a result, the reported alarm event was confirmed. The most likely root cause of the controller fault alarm event can be attributed to a faulty internal nimh battery. An internal investigation was initiated to evaluate this issue. The most likely root cause of the observed vad disconnect alarm can be attributed to troubleshooting and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.